Manufacturer narrative:
Note: product reference 4430095 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record: the batch record, number n034434z was reviewed: the batch is within the specifications and no related discrepancy was observed. No other similar complaint was reported on the units released in march 2014. Summary of investigations: no device and no x-ray pictures were returned preventing a thorough survey. No completed form "request for information - acces port incident" was sent. However, one picture was received. - received information: the incident was detected after an implantation during more than ten years. A disconnection of the catheter valve was observed during the explantation surgery. - picture analysis: the patient card is represented. However, it does not allow us to identify the real root cause of this incident. Conclusion: without the device for investigation, no thorough investigation is possible, and we cannot conclude on the real cause of the valve disconnection. However, it is worth nothing that : - no other similar complaint was reported on this access port batch. The case is isolated and punctual. - this incident remains rare (0.01%). - a CAPA has been implemented in production in september 2018 in order to reinforce the valve holding on the catheter. The batch number involved in the complaint has been manufactured prior to this CAPA. - IFU specifies several recommendations to avoid this type of complication. No further corrective action is envisaged at the moment. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. If a sample do become available, the complaint will be reopened f.

Event description:
"The patient has been implanted in the access port for more than ten years, and the patient underwent a local anesthesia intravenous access port removal surgery. Inspect the integrity of the port and catheter during surgery. Found a missing valve at the end of the catheter. No foreign residue was found in the c-arm during the operation.the access port in the patient's body has not been removed yet."